Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor motion controller was failing, once the controller was replaced and the firmware was flashed. The imaging system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site the 2nd time and testing revealed that the pendant screen cannot be read. It was due to the pendant back-light failing. Once the pendant was replaced and the firmware was updated, the system passed checkout successfully. A medtronic representative went to the site for the 3rd time and testing revealed that there was an error initializing the collimator return. The representative ran additional testing and checks and determined that the collimator filter failed. The collimator was replaced and the alignments and collimations were verified. System passed checkout successfully and was found to be fully functional. The rotor box was returned to medtronic, but has yet to be analyzed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the collimator is failing to initialize. The rep was on-site trying to troubleshoot the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned pendant resulted in an electrical failure being found through functional testing, performance testing, and visual/physical examination. Analysis states that the lcd screen came on and functioned as normal. System booted and readied. Failed functional testing. The keys need to be pressed multiple times to engage system movement. Analysis on the returned collimator resulted in an mechanical failure being found through functional testing and visual/physical examination. Analysis states that it failed bench test and the homing and burn-in test. Analysis on the returned rotor control box resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the system initializing failed.motion failed. If information is provided in the future, a supplemental report will be issued.